Event description:
Reporter alleges that within a year (ie 1968) the patient's robust health began sliding, each pregnancy after receipt of implants ended in auto abortion after 3-4 weeks, her cognition began slipping, she had rashes and low grade afternoon fevers, chronic fatigue, implants were "rocks" (they calcified), strange blood abnormalities, has megakaryocytosis and gel bleed.